Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient underwent an unspecified fusion surgery at l5-s1 using rhbmp-2/acs with an lt tapered cage. Post-operatively, patient developed pain up and down his leg and around his core. Patient is unable to lay on his back due to the pain. The pain is not going away. Patient is upset because the surgery was done from the front. No further information was provided.

Event description:
It was reported that since the surgery, the patient has been experiencing immense pain at the location where the device was implanted, in the l5-s1 region of his spine and in his legs. The patient also states it was difficult for him to sit upright and walk. Physician reportedly states that his pain is due to his hip. The patient noted that during his procedure, a silvery-grayish liquid leaking from a drainage incision that he thought was from the fusion. The patient reports that he had a bone scan performed. There has been no revision surgery planned but stated that this was his 3rd surgery.

Event description:
It was reported that the patient stated that his fusion has failed.

Event description:
It was reported by the patient that the cage was eating up through his vertebrae. The patient also reported that the fusion had failed and he is in much pain.